Event description:
The pump was rec'd in the biomedical engineering dept with an unsigned note attached that stated "the pump delivered 24 hours worth of solution in 22 hours on line a." There was no report of any adverse pt event. No incident report was written. The solution infusing and the delivery rate were not known. Attempts to obtain further clinical info were not successful. Biomedical engineering tested the pump and found it to overdeliver. With an expected infused volume of 20 ml, the device reportedly infused 22 ml. No further info was available.